Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: the pump powered on to a call service 069 alarm that could not be cleared. Unrelated to this issue, the audio bolus button cover was missing.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was a line through the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.